Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to dehydration. Customer stated that their insulin pump just read high and did not show a blood glucose level. Customer treated with manual injections. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.